Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a seroma at the ipg pocket site. The site was drained and the ipg was relocated.